Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. The 70% stenosed target lesion was located in a moderately tortuous and mildly calcified proximal right coronary artery (rca). Pre-dilation was performed with an unspecified balloon. A 38 x 4.00 promus premier¿ stent was selected to treat the lesion but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent detached/separated and stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent had detached from the balloon and was returned for analysis with the device. The stent protector was not returned for analysis. The entire stent was damaged with the stent struts overlapping and distorted. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The stent was returned detached from the balloon however crimp markings were evident on the wall of the balloon as would be expected. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink 9mm proximal from the port bond skive. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).